Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient claimed to have experienced several syncopal episodes over the course of a month. He reported that paramedics were called and chest compressions were performed. No additional adverse patient effects were reported. No interventions were reported. The patient's implantable cardioverter defibrillator (ICD) remains in service.